Event description:
Medium disposable clips x2 would not deploy ethicon ligaclip mca lot 621c76, exp 8/31/2028. Ethicon ligaclip mca lot 374c67 exp 3/31/2028; 2 devices in description of event. Ethicon endo surgery ligaclip. Ref report: mw5148170.